Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported the patient was at home alone when he tried to go from battery power to the power base unit (pbu). In doing so, the patient called the hospital because his black power cable would not connect into the pbu black cable. The vad coordinator discussed the issue with the patient and was talking the patient through a controller exchange while over the phone, the vad coordinator heard sounds like a continuous red heart alarm and the patient was not responding. Emergency services (ems) was called by the hospital and when they arrived on site they found the patient down in that they call pea. The patient was in the middle of a controller change out to correct the issue with the controllers black cable. Acla was started and the patient was intubated. Both controllers were brought into the hospital emergency room (ER) and vad team met ems in the hospital ER. The pump was running, but the down time was not exactly known. The controller that had the issue had the black screw portion that comes from the battery clip still threaded onto the controller power lead. The patient was not responsive, on pressures in the ICU with neuro status unknown. The patient remained in ICU for 2 days with no neurological response and it was then decided by the family to withdraw support.

Manufacturer narrative:
The 12v sla battery clip was returned to the manufacturer for evaluation. The evaluation of the returned 12v sla battery clip confirmed the disconnection of the battery clip threaded connector from the battery clip housing. The analysis of the battery clip assembly found what appeared to be mechanically induced damage to the threads of the connector. Upon examination of the battery clip housing, the threaded connector was loose and the presence of loctite adhesive on the threads could not be confirmed. The report of loose battery clip threaded connector is currently being addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall is being issued. No further information is available. The manufacturer is now closing its file on this event.